Event description:
This study case report was received from an investigator in (B)(6) on (B)(6)-2010 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information was received on (B)(6)-2010 which qualifies this case as an incident. Study description: study (B)(6). The patient's medical history included 03 children, ectopic pregnancy, salpingotomy, and menstrual pain. Medication at time of insertion included hormonal iud. On (B)(6) 2010 essure (fallopian tube occlusion insert) was implanted for permanent sterilisation. Visualization of ostium was good on the right side and not good on the left. Left and right catheterization were difficult due to perception of obstacle. The procedure was started on right side. At the end of procedure she had 4 coils externally visible in the uterine cavity on the right side. The procedure took 21 minutes and bilateral placement was not achieved. Insert placement failure on left side due to tubal obstruction. No appointment for contralateral placement was performed. Patient presented pain during insertion and after the procedure. Vasovagal syncope during the procedure was denied. The patient was not very satisfied with the procedure. Iud ablation (removal) was performed at the same time. She denied the use of postoperative analgesics, and she did not experienced postoperative pain/cramps and bleeding. Condom was used after essure insertion. On (B)(6) 2010 hsg (hysterosalpingogram) was performed and showed right horn perforation and bilateral permeability. Final result of procedure was classified as "failure". Tubal ligation by laparoscopy was performed. Additional information received on (B)(6) 2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2015 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a (B)(6)female patient, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and the hysterosalpingogram showed right horn perforation. This event is serious due medical importance and listed in the reference safety information for essure. Uterine perforation with essure use may occur mostly during insertion. In this case, the insertion was difficult on both sides due to perception of obstacles. On the left, placement was not achieved and patient complained of pain during and post procedure. The confirmation test (hysterosalpingogram) showed right horn perforation and then, a laparoscopy for tubal ligation was performed in the same day. Given available information and event's nature, causality with essure use is assessed as related. Since a laparoscopy was performed, this case is regarded as incident. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.